Manufacturer narrative:
It was reported that the tape was "not sticky enough". Due to this ivs dislodged requiring new IV. No additional information was provided. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Tape is not sticky enough.